Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3888-45, lot# v261359, implanted: (B)(6) 2009, product type: lead. Product ID 3888-56, lot# v250969, implanted: (B)(6) 2009, product type: lead. Product ID 3888-45, lot# v250535, implanted: (B)(6) 2009, product type: lead. Product ID 3888-56, lot# v260683, implanted: (B)(6) 2009, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37713, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient¿s family or friends thought that one of the leads was not working, but they were unsure. The patient was not getting proper stimulation where they needed it. They asked for a manufacturer representative to speak with the patient, per the healthcare provider (hcp) request, for (B)(6). Information regarding the cause of the event, actions taken to resolve the event, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.